Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise that resulted in episodes of non-sustained oversensing were note on the right ventricular (rv) lead. An insulation anomaly on the rv lead was revealed during the revision procedure. The rv lead was explanted and replaced to resolve the event. The patient was stable.